Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a likely temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd treatment and the liberty cycler. However, there is no documentation that supports a causal association. The patient¿s concomitant constipation condition may have been a factor in the enterococcus peritonitis event due to the possibility of transmural transmission of bacteria. However, the exact cause of the enterococcus peritonitis cannot be determined with the available information. Should additional information become available, this clinical investigation will be reevaluated accordingly.

Event description:
During review of medical records, it was discovered that on (B)(6) 2017 the peritoneal dialysis patient was hospitalized due to a pd catheter (not a fresenius product) malfunction and concomitant abdominal pain, constipation and suspicion for peritonitis. During the hospitalization on an unknown date, a pd effluent culture was performed indicated growth of 1 colony of the organism enterococcus and unknown white blood cell (wbc) count. The patient was treated with vancomycin (unknown dose, route, frequency) while hospitalized. The patient continued pd treatment while hospitalized. A repeat pd effluent was performed on an unknown date as it was recorded the wbc count in the patient¿s pd fluid decreased significantly. Subsequently, the patient was discontinued from vancomycin therapy and discharged from the hospital on (B)(6) 2017 continuing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.